Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that after intra-aortic balloon (iab) insertion the artery pressure exhibited an unusual waveform similar to a noise waveform. The customer used a competitor's sheath for insertion. The iab pump (iabp) was replaced to continue therapy and the noise waveform started going steady. The iab was not replaced. The indication for use was cardiogenic shock. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 73.7cm and 74.9cm from the iab tip. The technician was able to successfully aspirate/flush the inner lumen. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. Review of the reported events indicates proper functioning of the iab catheter once the console was replaced, which also supports no malfunction of the catheter. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion the artery pressure exhibited an unusual waveform similar to a noise waveform. The customer used a competitor's sheath for insertion. The iab pump (iabp) was replaced to continue therapy and the noise waveform started going steady. The iab was not replaced. The indication for use was cardiogenic shock. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. No patient injury was reported.